Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/11/2025, the user reported that the device battery was not charging correctly and depleted immediately after charging. No impact to blood glucose or therapy was reported. No additional information was provided.